Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 29mm navitor valve was successfully implanted in a patient. On (B)(6) 2022, the patient returned due to an unknown reason. The decision was made to implant a permanent pacemaker in the patient. No patient consequences were reported.

Manufacturer narrative:
An event of atrioventricular block and implantation of a pacemaker was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient did not have any baseline conduction abnormalities, and that the valve was implanted with 5mm depth from the non-coronary cusp, deeper than the optimal 3mm depth, which could have contributed to the reported atrioventricular block. H6 medical device problem code: 2993 code removed.

Event description:
Subsequent to the previously filed report, additional information was received that the 29mm navitor valve was implanted at non-coronary cusp depth of 5mm and a left coronary cusp depth of 7mm using a large flexnav delivery system. The 29mm navitor valve had been sized per the instructions for use. At an unknown point on the same day the patient was noted to be experiencing an atrioventricular block. It was noted that the patient had a normal sinus rhythm prior to implant and a little calcification extending beneath aortic annular plane in the interventricular septum. It was also noted that there were two recaptures of the 29mm navitor valve due to being unable to position it appropriately and safely. The patient had remained hemodynamically stable throughout the implant procedure. There was no clinically significant delay in the implant procedure reported. On (B)(6) 2022, the decision was made to implant a permanent pacemaker to treat the atrioventricular block. The patient was stable at the time of report.